Event description:
It was reported that sensor failure occurred. The sensor was inserted into abdomen on (B)(6) 2024. The patient experienced sensor failure after warmup the day the sensor had been inserted in the abdomen. According to the report, the patient noticed sensor failure while at work. The patient had polydipsia, blurred vision, pallor, and presyncope. The last known cgm (continuous glucose monitor) reading prior to failure was not described. The patient was transported to a clinic and the bg (blood glucose) was too high to register. The patient was given novolog 12 units and 30 minutes later, the bg was 500 mg/dl. The patient was transported to the ed (emergency department). There the bg was monitored 4 times an hour, but values were not remembered. At an unspecified time, the patient had hypoglycemia with bg 50 mg/dl. The nurse provided medication of IV with fluids, 4 ounces of apple juice and a turkey sandwich. The patient was discharged after 7 hours with bg 110 mg/dl. Of note, the patient uses t slim 2 pump. There was no documentation of further medical evaluation or intervention for hyperglycemia or rebound hypoglycemia. Performance data was reviewed. The allegation was confirmed via data as a sensor failure after warm-up. The probable cause was determined to be high counts aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.